Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon deflation issue occurred. The target lesion as located in the right superficial femoral artery. A 6.0mmx150mm, 135cm mustang balloon catheter was advanced for dilation. However, during deflation of the balloon, it was noted that the balloon would not fully deflate. A negative pressure was applied on the inflation device using a 20cc syringe to deflate the balloon. When the device was pulled back into the sheath, it elongated the catheter shaft. The physician had to cut the hub off and used a forceps to pull the device out. The device was completely removed from the patient's body. The procedure was completed with another 6mmx100cm mustang balloon catheter. No patient complications were reported and the patient's status was fine.